Event description:
Customer states that he received medical treatment for a lancet stick when using the softclix device and lancets. Customer had an infection at the lancet stick site and finger was swollen. Customer went to the ER and was treated with a benadryl shot and they soaked the finger in hydrogen peroxide. Finger is currently healed. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.